Manufacturer narrative:
H3, h6: it was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. All the devices involved would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (severe and increasing hip pain, swelling, adverse local tissue reaction, tissue damage, metallosis, elevated ions levels and dislocation of the hip) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Due to insufficient information provided we are unable to determine specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a bhr construct had been implanted on (B)(6) 2010, the plaintiff experienced severe and increasing hip pain, swelling, adverse local tissue reaction, tissue damage, metallosis, elevated ions levels and dislocation of the hip. A revision surgery was performed on (B)(6) 2021 to treat these adverse events. The patient outcome is unknown.